Manufacturer narrative:
A manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman s/l catheter was returned for evaluation. Functional, gross and microscopic visual evaluation were performed. The investigation is confirmed for the reported catheter fracture as a pinhole was observed approximately 4mm from the distal end of the luer. Further during functional evaluation, leak was noted from the pinhole upon infusion and aspiration. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that approximately two months post catheter placement, the catheter was allegedly damaged near the hub. It was further reported that the catheter was clamped near the clamping over sleeve. There was no reported patient injury.